Event description:
It was reported that every time the customer removed the battery from the insulin pump she has to reprogram the time/date and rewind and receives unexpected restart and external ram error alarms. Customer stated the alarm did not occur during the rewind/prime sequence. Customer was advised to program a normal bolus into the air; bolus amount was recorded in the bolus history. A temporary basal was not programmed before the unexpected restart. The device was not stored or not in use for an extended period of time. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a broken reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked case at the reservoir tube window corner and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.